Event description:
It was reported that the 9800 system intermittently would not fluoro. The hard drive was slow and there were images missing. No pt injury was reported.

Manufacturer narrative:
The ge svc rep performed an on site investigation. The hard drive was cleared and the software was re-installed during the svc call. The system was tested and found to be working as intended and put back into svc.